Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found that the o-ring was broken, which caused a small helium leak. The fse replaced the o-ring and the iabp unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) presented a helium leak. It is unknown under which circumstance this event occurred. However, there was no patient involvement, thus no adverse event was reported.